Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 , which is off-label usage of the device. On (B)(6) 2024 , it was reported that the patient was shaky and scatterbrained at a health care profesional appointment. She looked unwell. The cgm was reading 202 mg/dl and the blood glucose reading by the nurse was 46 mg/dl. The nurse provided apple juice. She remained in the clinic for an hours before going home to eat. She was stable 2 days later at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.